Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply connectors were repaired during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the sys would not boot. There is no report of death or serious injury associated with the event.